Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the speaker fails occasionally on the mp50 monitor. The device was in clinical use at the time of the alleged malfunction. There was no report of patient or user harm.